Event description:
During a pocket revision procedure, the surgeon reported charging issues with the implant and the external equipment. The surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
The explanted equipment was discarded by the medical facility and will not be returned for evaluation.